Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 325cc mentor memorygel breast implant implants placed experienced several unexplained systemic symptoms post procedure. Breathing issues, fascia numbness, vision problems, migraines, hand numbness, joint and muscle pain, neck and back pain, thyroid nodules, low white blood cell count, and several more unspecified symptoms were all noted, and stated to have gotten progressively worse over time. As a result, the devices were explanted on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-16781 for contralateral prosthesis report.